Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, d9, g2, g4, h3, h4, h6.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture, baker grade unknown. Later the healthcare professional reported "no complaints against the device". Later the healthcare professional reported "capsular contracture, baker grade unknown". This record is for the right side. Device has been explanted.